Event description:
The complainant alleged that during biomed testing, the device displayed "status 66", "status 93", and "cannot dump" messages. The complainant indicated there was no pt involvement in the reported malfunction.